Event description:
While attempting to advance a coronary stent with delivery system to the pt's right coronary artery, the guidewire migrated distally into the small coronary vessels and the protective sheath was "disruptued." The stent appeared to be deployed; however, an angiogram revealed that the stent was partially deployed proximal to the target lesion site and that there was an area of dissection. A small dye stain was also observed at the apex on the angiogram. Attempts to deploy a second coronary stent with delivery system were unsuccessful. The pt became hypotensive and confused. An echocardiogram confirmed pericardial effusion and right atrial collapse. Pericardiocentesis was performed. The decision was made to send the pt for urgent coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequealae reported relative to the event.